Event description:
Caller reported a malfunction on the pump, but no notable events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support resolved the issue by completing the field correction form on behalf of the customer and sending a replacement pump, which included updated software. The caller was instructed to return the malfunctioning pump using the provided return box and pre-paid label within 10 days and understood the steps needed upon receiving the replacement pump.